Manufacturer narrative:
Product analysis: analysis confirmed that parts had broken on the external pulse generator (epg). The epg had a broken output connector, broken lower case, and damaged label. There were several screws missing from the lower case. The battery release latch was sticky, and the battery drawer was damaged and "polluted". There were also contaminated battery contacts. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.